Event description:
It was reported that five months after implant the device stopped working. The wires were twisted over and over at the connection site to the stimulator. The system was replaced. It was reported that there was no patient injury.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no anomaly found, the ins was functionally ok. Final device analysis of both extensions revealed a reliability non-conformance; the #3 conductors/wires were broken at the coiled to straight wire crimp sleeves.